Event description:
It was reported that the top ball joint is no longer securing and was unable to stabilize the patient's head whilst in use. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the threads on the double ball and socket knob were analyzed and no evidence of stripping or damage was noted. It was also noted that the customer headset assembly was not included. A functional evaluation did not reveal any problems as the unit passed testing. The double ball and socket knob tightened securely as designed. A test headset assembly was inserted into the headset forward slide collar and knob and the assembly securely tightened as designed. The ball and socket shaft was inserted into the t-max vertical adjustment assembly and the headset vertical adjustment knob tightened securely as designed. The (B)(6) weight test was performed with the test headset assembly and the unit passed with no issues. A second technician was consulted and confirmed that the test headset assembly passed the weight test and functioned as designed. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.